Event description:
It was reported by service report that the wheel could not roll due to being damaged. The customer reported that they did not know if there was patient involvement, however no adverse consequences are reported.